Event description:
I have had persistent coughing and swelling in my throat at night for the past year while using the philips respironics dreamstation auto bipap with hum cell. I used it with 1 to 2 l cont. O2 also. I have reported to my medical provider that it smelled like chemicals and that my mask was degrading and sticking to face. I have suffered cognitive decline over the past year, with extreme fatigue, weakness and confusion. I have intermittent tachycardia and feel quite ill in the morning. I followed the cleaning instruction from the va and do not use any other cleaning procedures. I received a recall notice on july 2, 2021 and I discontinued use of the machine and submitted for the recall. I am using the continuous oxygen at night until I receive a new machine. I had complained about these issues for quite some time before the recall. FDA safety report ID # (B)(4).